Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. Isi has not received the tip cover involved with this complaint. A follow-up MDR will be submitted if the tip cover is returned (post failure analysis evaluation) or if additional information is received. A review of the site's system logs found no observed events that would suggest a product issue, and logged events are in line with normal system functionality. This complaint is being reported due to the following conclusion: the tip cover fell inside the patient during a da vinci-assisted benign hysterectomy procedure. The fragment was retrieved during the same procedure. At this time, it is unknown what caused the failure to occur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the monopolar curved scissors (mcs) tip cover fell off in the patient. The tip cover was retrieved during the same procedure. The nurse commented that the tip cover was easier to put on that day. The procedure was completed robotically. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.